Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk.

Event description:
It was reported that the patient was in the intensive care unit with symptoms that could be withdrawal. The hcp wanted to use the programmer to determine if the patient had missed her refill. It was determined that the pump was due to be refilled on (B)(6) 2012. The hcp checked the logs and they "appeared to be normal". It was indicated that the patient had "other issues" as well. The drug in the pump was morphine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the health care provider later reported that the patient's issues on (B)(6) were not pump related. The patient was in for a refill (B)(6). It was noted that the hcp just saw the patient and the patient was "fine."